Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the issue was unclear.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's percept dbs (deep brain stimulation) settings reverted to very different settings that were not found in the group history. Nurse practitioner mentioned that they may be very old settings that were programmed after implant. These groups had more than one variable changed (pulse width, stim amplitude) and three out of four groups also had different electrode selections, so the patient could not have done this with their patient programmer. The patient mentioned that the device was interrogated in mexico a few weeks prior and they cannot adjust dbs settings since mexico has not approved the latest software for the clinician tablet. Mdt rep believes that interrogating the device with the older software may have caused the settings to revert, but are not positive of this. The current groups were compared to group settings from the prior follow up on 2024-07-25. The groups were adjusted to match newer settings and new parameters were selected for efficacy. The issue resolved. No symptoms were reported.